Event description:
During an initial implant procedure, it was not possible to connect the lead into the header of the device. The suspected cause of the event was due to a header anomaly, although not confirmed. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
Reported event of connection problem was confirmed. Reported event of defective device was not confirmed. The device was above elective replacement indicator (eri) upon receipt. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Analysis revealed the setscrews contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque wrench and was the cause of the reported event. The setscrew anomaly is consistent with having occurred during the procedure.